Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for feelings of popping and instability. Event is serious and is considered severe. Event is related to device and not related to procedure. Date of implant: (B)(6) 2006. Date of event: (B)(6) 2022. Date of revision: not specified (right knee). Treatment: revision of the tibial insert. Depuy components: catalog ID: 129433140, lot ID: 2145987, component type: tibial, description: mbt cemented keel sz 4. Catalog ID: 960014, lot ID: h526014a, component type: femoral, description: sigma fem c/ret cemented rt sz 4. Catalog ID: 960102, lot ID: 2153738, component type: patellar, description: oval dome patella 3 peg sz 38. Catalog ID: 962042, lot ID: 2090051, component type: insert, description: sigma tibial insert rp cvd sz 4 12.5mm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-ray evidence were reviewed and does not shows an implant fracture, disassociation or any indicative related to a device nonconformance. Based on the information provided as evidence, a defect or malfunction cannot be established, therefore the allegation is not confirmed. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.